Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited loss of capture. Programming changes were made prior to the lead being capped and replaced on (B)(6) 2022.

Event description:
New information received notes that the right ventricular lead was explanted. Patient status was not reported.

Manufacturer narrative:
Further information was requested but not received.